Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2024, information was received from a family member / friend regarding a patient receiving hydromorphone (unknown dose or concentration) via an implantable pump for non-malignant pain. It was reported the patient has had an issue with bruising around the pump area starting about half a month after implant. The caller stated it was about the size of half of the patient's belly and it continues to get bigger. The caller stated they dr's were treating it as rash, but it was not a rash and also stated the dr's were not treating the issue. The caller stated they tried treating it with antibiotics but it was still getting bigger. The caller requested additional physician listings. The caller mentioned they have a dr appointment on (B)(6) 2024. Troubleshooting was not required. The issue was not resolved as troubleshooting was not needed. The caller was redirected to the patient's managing healthcare professional (hcp) to further address the issue. The caller stated the pump therapy was working well and they would hate to have it removed if they could not resolve the issue.